Event description:
Info received indicates the bed exit system would turn on but would not alarm when weight was taken off the bed.

Manufacturer narrative:
The technician replaced the bed exit tape switch to repair the bed.